Manufacturer narrative:
(B)(4). Analysis description: final analysis found an obstruction/restriction at 15.1cm from the connector pin due to the offset inner coil at this region. This likely caused the reported complaint in the field.

Event description:
It was reported that during the implant procedure, the stylet was unable to pass through the ventricular lead lumen. The lead was not implanted and a new lead was implanted successfully. The patient was stable post procedure.